Manufacturer narrative:
The power management (pm) printed circuit board assembly (pcba) was replaced, and the customer then reset all the power on the device and the issue was reported to have cleared. The device was placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was powering on automatically on its own. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue. The rse advised the customer to disconnect the battery and then connect the device to alternating current (ac) power. The customer was advised that if the issue still occurred when just connected to ac power then the power management (pm) printed circuit board assembly (pcba) would require replacement. According to the rse, the device, had not had the pm pcba replaced. This investigation is ongoing.